Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, distal microbore tubing, secure lock, 104 inch and it was reported that the rubber stopper seal inside the blue clave attached to the primary plum tubing set gets stuck and does not allow for back priming or proper infusion of medication from secondary cassette. The problem usually occurred during infusion specifically when back priming primary fluid into secondary tubing. The medication that was involved are normal saline 0.9% and dextrose 5% there was delay in therapy each time this happened it causes around 5 ¿ 10 minutes of patient delays while the nurse gets an entirely new set of primary and secondary tubing. There was patient involvement with no patient harm.